Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the physician reportedly used a lubricant around the exhalation filter and exhalation end of the circuit. It was then reported that this caused the exhalation filter bowl to crack. The patient was transferred to another ventilator without harm.